Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2008, the patient underwent left l4 diagnostic and therapeutic nerve root block with injection of steroid and anesthetic, due to lower back pain going across left side down buttocks into mid-thigh. Conclusion: 1. Technically successful left l4 diagnostic and therapeutic nerve root block with injection of steroid and anesthetic without complication. 2. Initial response to injected anesthetic is rated r1, as there was 80% improvement in the patient's low back and left lower extremity pain. On (B)(6) 2008, the patient underwent left l4-5 foraminal injection diagnostic and therapeutic (left l4 nerve root block), due to low back pain and left leg pain under fluoroscopic guidance. Conclusion: status post successful uncomplicated left l4 lumbar nerve root block with administration of steroid and anesthetic. The patient had 50% relief at 30 minutes as a result of the injected anesthetic. On (B)(6) 2008, the patient presented for MRI of lumbar spine due to chronic low back pain with involvement of left leg. Conclusion: 1. Bone alignment is anatomic with hyperlordosis and there is a minor left lateral disc bulge at l4-5, but without disc herniation. 2. There is facet arthrosis and joint fluid in the lower lumbar which suggests synovitis. 3. Correlated with prior mr from (B)(6) 2006, there has been no significant interval change or changes. On (B)(6) 2008 patient underwent x-rays of the lumbar spine due to foraminal stenosis and it confirmed cylindrical device posterior to the upper end plate of l5. On (B)(6) 2009, the patient underwent MRI of lumbar spine, without and with contrast, due to low back pain, right leg and right buttock pain. Conclusion: 1. Exaggeration of normal lordotic curvature of the spine centered at l4-l5. Left l4 hemilaminectomy and left paracentral discectomy with postoperative peridural fibrosis at surgical site. Mild central spinal canal stenosis without compression of the thecal sac or its contents. 2. Diffuse disc bulge at l4-l5 extends into the neural foramina resulting in moderate bilateral up-down neuralforaminal narrowing without ganglionic impingement. Mild up-down narrowing of bilateral l5-s1 neural foramina without impingement. 3. Mild to moderate facet joint arthrosis from l2-l3 to l5-s1 with postoperative synovial enhancement at l4-l5 on the left and minimal perifacetal enhancement on the right at this level. No evidence of neural impingement at any level. On (B)(6) 2009 the patient underwent x-rays of the lumbar spine due to spinal stenosis. Impression: 1. This demonstrates a curvilinear instrument indicating the posterior aspect of the l4-5 level. Numbering presumes five lumbar type vertebral bodies. On (B)(6) 2009, the patient underwent left l4 lumbar nerve root block injection due to low back pain, left leg pain under c-arm for fluoroscopic guidance. Conclusion: status post successful uncomplicated left l4 lumbar nerve root block with administration of steroid and anesthetic. The patient had 10% relief at 30 minutes as a result of the injected anesthetic. This is considered an r1 response. On (B)(6) 2009, the patient underwent MRI of lumbar spine, without and with contrast, due to chronic low back pain, recurrent left leg pain. Conclusion: 1. Summary: a. Compared to the most recent study from (B)(6) 2009, interval right l4 hemilaminectomy and medial facetectomy with extensive perineural fibrosis surrounding the thecal sac, preganglionic l5 nerves, and a recurrent left subarticular recess and medial foraminal disc extrusion without neural impingement. B. No loculated fluid collection at the surgical site, arachnoid adhesions and arachnoiditis at l4 and l5. 2. Central canal stenosis: no significant central spinal canal stenosis at any level in the lumbar spine. 3. Neural foraminal narrowing: mild to moderate bilateral l5-s1 and moderate bilateral up-down and front-back l4-l5 neural foraminal narrowing without ganglionic impingement. 4. Facet joint arthrosis: chronic facet joint arthrosis in the lumbar spine with inflammatory and postoperative enhancement at l4-l5. 5. Conus and vertebral bodies: distal thoracic cord and conus are normal. No acute/subacute vertebral compression fracture deformity. No evidence of a pars defect or a stress fracture. Incidental note of degenerative disc disease at t11-t12 without central canal stenosis or neural foraminal narrowing. On (B)(6) 2010 the patient presented for pre-op exam. The patient reported constant low back pain radiated sometimes to the lower ex tremity. ECG showed normal sinus rhythm with no signs of ischemia. On (B)(6) 2010, the patient presented with chief complaint of low back pain and left leg pain, was admitted. Patient presented with pre-op diagnoses of discogenic lower back pain and left-sided hip and leg pain secondary to degenerative joint disease and recurrent disk herniation left l4-5. Patient underwent transforaminal lumbar interbody fusion (tlif), l4-5 with instrumentation(synthes click'x) with interbody implants and local bone graft and bone morphogenic protein, with microscope. Per op notes, bone morphogenic protein material is prepared and mixed with some morselized local bone graft harvested from the spinous process and the laminectomy and rolled together to make bone graft material. This was placed in the inside of the interbody implant. A synthes interbody tlif implant measuring 12 x 13 x 30 mm is then impacted into the interspace after first placing some morselized bone material in the front of the disk space. Fluoroscopy confirmed satisfactory positioning of the implant. They then packed some additional morselized bone graft in the back of the disk space behind the implant as well. This is kept anterior to the annulus to avoid any nerve root irritation. Additional local bone graft is placed in the lateral gutters and the 1/4-inch rod is then secured to the construct on the left side with mild pressure placed across the disk space and interbody implant. On the right-hand side, similarly they decorticated the transverse processes of l4 and 5, placed the bone graft in the lateral gutters spanning the l4-5 space and connect the rod to the pedic le screws previously placed and tighten the connections with mild compression across the interbody implant. X-rays of the lumbar spine showed anterior and posterior fusion l4-5. No intraoperative patient complications were noted. On (B)(6) 2010 patient presented for post surgery follow up with postop persistent hypotension despite fluids. She had a little bit of a headache. Doctor's impression: 1. The patient seems to be recovering well. 2. Post op hypotension: etiology is not entirely clear; there may be fluid shifts secondary to surgery, medication-related, anesthesia, pain medications. On (B)(6) 2010, the patient was discharged post orthopedic surgery. Principal diagnosis: recurrent disc herniation. The patient presented hypotension complications. On (B)(6) 2010, the patient presented for an office visit, and complained of residual lower back pain. X-rays of lumbar spine demons trated the implants in good position; bone graft visible in lateral gutters and anteriorly. On (B)(6) 2010, the patient presented with increased pain in the lower back extending down into the left proximal thigh, due to slipping on water in her kitchen. The patient also underwent x-rays of lumbar spine. Findings: implants in good position; bone graft forming in lateral gutters and anteriorly. On (B)(6) 2010, the patient presented for a re-check and complained of pain localized to the left side of lower incision, which radiates down the back of the proximal thigh. On examination, the patient seemed to be exquisitely tender directly to palpation there about 1 inch to the left of the midline and about 1 or 2 inches proximal from the lower extent of her incision. The patient also underwent x-rays of lumbar spine. Findings: healing of the fusion anteriorly. On (B)(6) 2010, the patient presented for re-check. X-rays of l5-spine demonstrated the implants to be in a good position; a bridge of bone seemed to be extending across the interbody fusion site; some bone is noted in the lateral gutters, particularly on the left side spanning l4-5. On (B)(6) 2010, the patient presented for a follow-up visit, and complained of tenderness on a pinpoint area over low back, since su rgery. Assessment: status post l4-5 transforaminal lateral interbody fusion with instrumentation synthes click'x. The patient underwent x-rays of lumbar spine. Findings: fusion appears to have fused nicely. On (B)(6) 2010 patient presented for pre surgical risk assessment. Patient underwent flu shot without any difficulty. Diagnosis: lumbago; insomnia, unspecified; intervertebral lumbar disc disorder with myelopathy, lumbar region; contact dermatitis and other eczema. EKG: normal sinus rhythm. Doctor's assessment was: no contraindication to surgery, no major medical issues for planned procedure. On (B)(6) 2010 the patient presented with retained hardware status post transforaminal lumbar interbody fusion l4-5. Patient continued to experience some pain superficially in the lower back area that is felt related to hardware pain. Patient underwent removal of posterior spinal implants l4-5 bilaterally. Per op notes, fluoroscopy was used in the lateral plane to identify the pedicle screws at l4 and 5, and this was marked on the lower back. Once the implants were removed, the lumbar fusion was explored on both the sides and it appeared to be bridging the fusion site at l4-5 well. The wound was packed with a sponge. Hemostasis in both wounds was obtained with electrocautery and the wounds were then closed. There were no intraoperative complications. On (B)(6) 2011, the patient presented for an office visit, one month status post removal of posterior spinal implants bilaterally at l4-5. The patient reported to be doing much better but complained of slight incisional pain. The patient also underwent x-rays of lumbar spine. Findings: fusion continues to show good consolidation. On (B)(6) 2011, the patient presented for re-check with lower back pain, left-sided hip pain and thigh pain. On (B)(6) 2011, the patient presented for a re-check on her back. The patient reported that she had a couple of slipping on ice, previous week, and complained of soreness in her back due to this event. Impression: soft tissues strain from falls on the ice, status post implant removal at l4-5. The patient also underwent x-rays of the lumbar spine. Findings: fusion well healed spanning l4-5 with the transforaminal lateral interbody fusion looking to be intact; no fractures identified; l3-4 and l5-s1 discs appear to maintain their height reasonably well. On (B)(6) 2011, the patient presented for recheck on her back. The patient reported that on (B)(6) 2011, while lifting a box, she had been having recurrent back pain and bilateral buttock and leg pain radiating down the posterior thigh, left greater than right. Impression: low back pain and flare-up of radicular bilateral hip and leg pain symptoms, status post prior l4-5 tlif fusion and subsequent hardware removal. The patient also underwent x-rays of lumbar spine. Findings: fusion well healed at l4-5 level, no excessive motion above or below the fusion at l3-4 or l5-s1 respectively. On (B)(6) 2011, the patient underwent interlaminar lumbar epidurography with administration of steroid and anesthetic, due to bilateral low back pain and lower extremity radicular symptoms. Conclusion: 1. The patient is statuspost successful uncomplicated lumbar epidurography. There is dispersal of contrast throughout the epidural space. 2. Therapeutic injection of steroid and anesthetic was performed with dispersal of the medication within the epidural space. The patient had 50% relief at 30 minutes following the injection. On (B)(6) 2011, the patient presented for a follow-up visit. The patient complained of pain the back with the pain radiating down the left leg. Assessment: status post removal of posterior spinal implants at l4-5; new onset of low back pain and left leg pain. On (B)(6) 2011, the patient underwent MRI scan of lumbar spine with and without contrast, due to lumbosacral, buttock and bilateral posterior thigh pain. Conclusion: 1. Interval resection of previously described subarticular and foraminal disc herniation at l4-l5; there is a small fluid pocket where disc herniation was previously visible but there does not appear to be recurrent or residual disc herniation here. 2. Interval placement and removal of posterior instrumentation at l4-5. 3. Integrity of interbody and posterolateral fusion at l4-l5 would best be determined with CT. On (B)(6) 2011, the patient presented for a recheck on her back. Following implant removal, the patient reported an improvement in her back symptoms. The patient also complained of persistent pain radiating down her left hip and leg. The patient had fluid collection in the left foramen that could be impinging a bit against the left l4 nerve root. At l5-s1 on the left, the patient had moderate narrowing of the foramen due to facet hypertrophy with some ligament as well. On (B)(6) 2011, the patient underwent two-level left-sided lumbar nerve root blockade with administration of anesthetic and steroid, due to low back pain, radicular left leg pain and a history of low back surgery with l4-5 fusion posteriorly and anteriorly. Conclusion: 1. Status post left l5 lumbar nerve root blockade with the administration of steroid and anesthetic. The patient had 20% relief at this level. 2. With the l4 nerve root blockade on the left side, the patient had an additional 55% relief for a total of 75%. This is an r1 response overall. On (B)(6) 2011, the patient presented for a follow-up visit and complained of lower back pain radiating down the left leg. The patient reported improvement in the hip and leg pain after l4-5 and l5-s1 foraminal injections. The prior MRI scan demonstrated a small fluid collection in the left l4-5 foramen. On (B)(6) 2011, the patient underwent CT scan of lumbar spine, without contrast, due to lower back pain radiating into the left lower extremity, evaluate for radiculopathy and a history of lumbar spine fusion. Conclusion: status post l4-5 fusion with removal of surgical hardware. Exuberant bone growth at the left posterior margin of l4 and l5 vertebrae with bone septation extending into the left neural foramen impinging the left l4 nerve root ganglion. On (B)(6) 2011, the patient presented for a follow-up visit. The patient reported improvement in the hip and leg pain after l4-5 and l5-s1 foraminal injections. Assessment: low back pain; foraminal stenosis. On (B)(6) 2011, the patient underwent transforaminal left l5 nerve block, diagnostic and therapeutic due to low back pain radiating down the left leg. Conclusion: successful left l5 nerve block with therapeutic injection, with r2, 100% initial response to injected anesthetic. On (B)(6) 2012, the patient underwent CT scan of lumbar spine due to low back and bilateral leg pain. Conclusion: 1. Solid ap fusion at l4-5 with heterotopic bone formation in the caudal left nerve root canal underlying and likely impinging upon the exiting l4 ganglion with no recurrent central stenosis or right nerve root impingement. 2. Developmentally small central spinal canal at l3-4 with mild facet arthropathy and no herniation or neural impingement. 3. No acute fractures are identified. On (B)(6) 2013, the patient underwent MRI of lumbar spine, without and with contrast, due to bilateral low back pain, left leg pain and radiculopathy. Conclusion: 1. Solid fusion at l4-5 without recurrent central stenosis. Residual left foraminal up-down stenosis due to fusion bone extending into the caudal nerve root canal. Correlate for left l4 radicular symptoms. 2. Mild central stenosis and facet arthropathy at l3-4 without herniation or neural compression. 3. L5-s1 central disc bulge and mild chronic left foraminal stenosis. 4. Cranially extruded midline t11-12 herniation without cord impingement. The patient also underwent CT scan of lumbar spine due to post laminectomy syndrome with low back pain and left lower extremity radiculopathy. Conclusion: 1. Heterotopic ossification in the caudal left l4-5 nerve root canal could be secondary to chronic bone morphogenic protein response. Central cystic collection and surrounding bone underlies and compresses the left l4 ganglion and clinical correlation is requested regarding symptoms referable to the left l4 nerve root distribution. 2. Solid l4-5 tlif. 3. Mild central stenosis and facet arthropathy at l3-4. Also mild chronic left l5-s1 foraminal stenosis. 4. No acute fractures are identified.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a spinal surgery using rhbmp-2/acs. At an unknown time post-op, the patient developed heterotopic bone growth, chronic pain, and had to undergo additional surgeries. On (B)(6), 2010 the patient underwent a transforaminal fusion at l4-l5. Post-operatively, the patient developed low back pain and severe lower left extremity pain. It was reported that multiple CT scans beginning as early as (B)(6), 2011 demonstrated exuberant heterotopic bone formation surrounding the left l4 nerve root. As a result the patient has required extensive medical treatment. The patient reportedly has daily severe disabling pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2010 the patient underwent transforaminal lumbar interbody fusion (tlif) l4-5 with instrumentation with interbody implants and local bone graft and bone morphogenic protein, with microscope. Preoperative diagnosis: discogenic lower back pain and left sided hip and leg pain secondary to degenerative joint disease and recurrent disc herniation left l4-5. Per op notes: ¿the trial implant is removed and we subsequently irrigate the wound thoroughly. Bone morphogenic protein material is prepared and mixed with some morselized local bone graft material. This was placed inside of the interbody implant. Fluoroscopy confirms satisfactory positioning of the implant. We then pack some additional morselized bone graft in the back of the disc space behind the implant as well. This is kept anterior to the annulus to avoid any nerve root irritation. On the right hand side, similarly we decorticate the transverse processes of l4 and l5, place the bone graft in the lateral gutters spanning the l4-5 space and connect the rod to the pedicle screws previously placed and tighten the connections with mild compression across the interbody implant.¿ on (B)(6) 2012 the patient was presented for office visit with back and left lateral thigh pain. Observation: ¿the approach for the tlif was from the left side. It appears that rhbmp-2 was used for the procedure because there is exuberance of bone growth which essentially fills the foramen on the left side.¿ the patient underwent CT scan which showed the solid fusion, l4-5, foraminal narrowing and stenosis on the left side at l4-5 due to exuberant bone growth from the rhbmp-2 and also shows facet joint arthritis with a cyst in the bone on the left side with mild sub articular and central stenosis bilaterally at l3-4. On (B)(6) 2012 the patient was presented for office visit with left buttock and lateral thigh pain. The patient underwent CT scan and MRI which showed the common finding after a tlif procedure performed with rhbmp-2 in that she has exuberant bone development in the foramen on the left side at l4-5 level, there is kind of a bright white appearance on the MRI scan. Also a facet joint inter-osseous cyst suggesting some arthritic changes of the facet joint at l3-4 was noticed. The patient underwent bilateral l3-4 facet joint injection and l4 nerve root block to get relief from the pain. On (B)(6) 2012 the patient was presented for office visit. Assessments: post lumbar laminectomy syndrome, lumbar stenosis without neurogenic claudication, lumbosacral spondylosis without myelopathy/facet joint arthropathy. On (B)(6) 2012 the patient was presented for office visit with left sided back pain and left leg pain in the anterior and lateral aspect of her thigh. History: her surgeon did a posterior lumbar interbody fusion using rhbmp-2 and pedicle screws. Following that surgical procedure, she felt well for about two to three months with relief of the left leg pain that she had before. But by three month s following the fusion surgery, the left leg pain had returned. Imaging studies showed that she had two potential sources of this left thigh pain. One source was that she had developed central canal stenosis and subarticular stenosis at the l3-4 level which was immediately above the l4-5 level. This was causing subarticular compromise of the l4 nerve root. In addition to this, she had some facet cystic change in the bone at the facet joint on the left side at l3-4 which was hallmark sign of erosion of the cartilage and arthritic changes. On (B)(6) 2012 the patient was presented for office visit. Assessments: post lumbar laminectomy syndrome. Lumbar stenosis without neurogenic claudication. Lumbosacral spondylosis without myelopathy/facet joint arthropathy.